Manufacturer narrative:
The device's diagnostic report (drpt) was provided. Upon review of the drpt, the occurrence of the proximal pressure sensor autozero failed alarm was confirmed. Multiple attempts to obtain additional information regarding the reported issue and confirmation of resolution were performed. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a proximal pressure sensor autozero failed alarm. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The biomedical engineer (bme) noted that error codes 110a and 110b (machine pressure sensor autozero failed) were found in the device's event log. The bme informed the remote service engineer (rse) that all 4 solenoid valves and the data acquisition (da) printed circuit board assembly (pcba) were replaced in an attempt to resolve the issue, but the alarm persisted. The rse advised that the customer remove the gas delivery system (gds), the da pcba, and the solenoids so that they could inspect the flow sensor autozero passage for any contamination or blockage.